Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. (Date (B)(6) 2025) there were alarms/warnings prior to leak. The patient reported receiving an air detected in cassette and drain complication encountered please check pl and dl alarm during drain 1 of 4 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that there was fluid found on the cassette and inside the cycler door when the cassette was removed from the cycler after treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a system air leak test, valve actuation test, vacuum check, and patient sensor calibration check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. (Date (B)(6) 2025) there were alarms/warnings prior to leak. The patient reported receiving an air detected in cassette and drain complication encountered please check pl and dl alarm during drain 1 of 4 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that there was fluid found on the cassette and inside the cycler door when the cassette was removed from the cycler after treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the old cycler is available to be returned to the manufacturer for physical evaluation.